Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the second firing on the stomach with a green cartridge using seam guard, the jaws were closed down, first stroke completed and then it stopped. It would not fire the second stroke or open. They attempted to reverse the knife blade to open the device but it did not work. After several attempts it finally opened. Once open the device had only deployed staples one half the ways and it did not cut the tissue at all. The staples that were deployed were malformed. A powered echelon was opened and fired to the left side of the current staple line. The procedure was still in progress.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Stomach. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Second. During which stroke did the event occur? First. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Yes, seam guard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Could not complete firing sequence, difficult to open. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.